Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device powered itself off during patient use. The customer did not have any additional information on the patient or the event.

Manufacturer narrative:
Physio-control evaluated the customer's device and was unable to duplicate the reported issue. As a precaution, physio replaced the battery pins and  also completed other unrelated repairs to the device. Proper device operation was observed through functional and performance testing. The device was returned to the customer for use. The cause of the reported issue could not be determined.